Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The service rep replaced the x-ray tube and calibrated the generator. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system produced two loud noises during fluoroscopy and displayed low milliamp and low kilovolt error messages. No pt injury was reported.